Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event.

Event description:
It was reported that the patient was not heating on the arctic sun device. Device was alarming 53 (prolonged cold water exposure). Ms&s discussed safety alert and noted that diligent skin checks should be performed. They just started the rewarm phase. Water temperature was 8.5c, patient temperature was 34.8c and target temperature was 37c. Ms&s discussed pad coverage and how it plays into water temperature. Nurse stated they added a universal pad last night for additional coverage. Patient was shivering quite a bit and they also applied a bair hugger. Trend indicator was up 3 bars. Water temperature was increased to 16.6c. Nurse noted they never received an audible alarm, but just the alarm flashing on the screen. Ms&s advised they have biomed check device after therapy complete to ensure the speakers are working and they can hear all alerts/alarms. Per follow up 1 on 22oct2020 via nurse, stated that the issues were resolved after troubleshooting. The patient completed the therapy with no other issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. Device was alarming 53 (prolonged cold water exposure). Ms&s discussed safety alert and noted that diligent skin checks should be performed. They just started the rewarm phase. Water temperature was 8.5c, patient temperature was 34.8c and target temperature was 37c. Ms&s discussed pad coverage and how it plays into water temperature. Nurse stated they added a universal pad last night for additional coverage. Patient was shivering quite a bit and they also applied a bair hugger. Trend indicator was up 3 bars. Water temperature was increased to 16.6c. Nurse noted they never received an audible alarm, but just the alarm flashing on the screen. Ms&s advised they have biomed check device after therapy complete to ensure the speakers are working and they can hear all alerts/alarms.